Event description:
The physician was performing a stenting procedure to the right external iliac artery. When the smart control (14010889) was delivered to the target lesion, the stent jumped distally about 1cm from the intended lesion. The stent did not cover the target lesion; therefore, stent delivery system (sds) was removed from the patient and an additional stent (detail unk.) Was delivered and covered the entire target lesion. There were no other problems experienced. There was no adverse event and the patient is in stable condition. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system (sds) prior to use. The intended lesion was not located at the carotid bifurcation. There is no information on the vessel diameter, sheath introducer, size of the guide catheter used. The diameter of the unconstrained stent size 1-2mm was larger than the vessel diameter. There is no information on the vessel length or if the stent delivery system passed through any acute bends. There is no information on if there was unusual force used during the procedure. There is no information on if there was advancing/tracking difficulty experienced with the sds. There was no attempt made to recapture the stent. The smart control (c07040sl, 14010899) was delivered to the target lesion in the right external iliac artery via ipsilateral approach; however, the stent jumped distally about 1 cm from the intended lesion. It did not cover the lesion; therefore, the delivery system was removed and an additional unknown stent was implanted. The entire target lesion was covered and the procedure was completed without further problems with no adverse impact on the patient. There were no damages noted on the system prior to use. There is no information regarding the lesion length or target lesion vessel diameter; although it was reported that the diameter of the unconstrained stent size was 1-2mm larger than the vessel diameter. There was moderate calcification and vessel tortuosity, the rate of stenosis was unknown. There is no information regarding the size of the sheath introducer or the guide catheter used. It is not known if the delivery system passed through any acute bends or if there was difficulty encountered during advancing/tracking of the system to the lesion. The dislodged stent was left in the vessel. An additional stent was delivered and implanted to cover the target lesion. There was no piece of the sds left in the patient. The lesion was accessed ipsilaterally. The lesion was moderately calcified, tortuous, and the rate of stenosis is unknown. The patient was male (age unk).

Manufacturer narrative:
The stent remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with lot 14010899 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The outer sheath subassembly lot 14003818 was reviewed. It was observed during review of this lot that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. The coated polyimide wire lumen assembly lot 14000956 and 14000955 were reviewed. It was observed during review of these lots that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors usually contribute to this type of reported event.